Manufacturer narrative:
No frozen display and no button error alarm noted during testing. The act button had intermittent button response due to moisture damage on keypad trace. The device had battery tube threads cracked, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corners, and missing end cap sticker.

Event description:
The customer's father reported via phone call that the customer's pump froze and had a button error. Customer's blood glucose was 449 mg/dl. Customer was trying to deliver a bolus when she received the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.